Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The mid-joint outer diameter (od) was measured using a ring gauge (fx7487) and was within specification. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was positioned proximal to the introducer sheath friction lock. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to seat properly on the pusher assembly mid-joint. If the mid-joint is positioned proximal to the friction lock, resistance may be experienced during advancement of the smart coil within its introducer sheath. During functional testing, the smart coil was advanced through its introducer sheath and through a demonstration microcatheter without an issue. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the dural arteriovenous fistula artery (davf) using a penumbra smart coil (smart coil). During the procedure, the physician encountered resistance after advancing the smart coil in the introducer sheath. Therefore, the smart coil was removed. The physician placed another smart coil and twenty five competitor's' coils using the same non-penumbra microcatheter to complete the procedure. There was no report of an adverse effect to the patient.